Event description:
It was reported that death occurred. The 80% stenosed, angulated, de novo target lesion was located in the tortuous and non-calcified right coronary artery (rca). The lesion was treated with direct stenting using a 20 x 3.50 promus premier drug eluting stent. Post dilatation was performed with a 15mm x 3.50mm nc quantum apex balloon catheter. The procedure was completed and the patient status was stable. However, post-procedure, the patient experienced chest pain, palpitation, back pain, cardiogenic shock, and cardiac arrest. Electrocardiogram changes were noted and acute stent thrombosis was suspected. Enoxaparin was given to the patient to treat the thrombosis. The patient expired at night post-procedure. The official cause of death was acute stent thrombosis. It was thought that a possible proximal dissection contributed to the development of the thrombosis. No autopsy was performed.